Event description:
It was reported that a spectrum infusion pump was alarming air in line. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no. (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed through the history log but did not reproduce the reported air in line alarm. Eval found low readings on the ultrasonic sensor caused by a failed upstream sensor which is a known contributor to the reported symptom. The failed upstream sensor was replaced.